Event description:
We were testing a 4.2 cm liver lesion with an xli enhanced rfa probe. We completed two treatments of 6cm. Mid way through the second treatment, the generator gave a "pads warm" code. We immediately applied 4 chemical ice packs (two to each pad). The skin temperatures dropped below 30 degrees c in both a and b windows. We completed the treatment without further issue. The physician called me an hour after I left the hospital, to report the pt received a severe burn to the inside of the thigh. They were treating with silver infused bandage, received a wound care consult and a plastics consult. Third degree burn to the inside of one thigh. Treating with silver infused bandages in coordination with wound care and plastics specialists. Treating physician believes pt will need surgery and skin grafting.